Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the camera screen flickers and looks like a "colorful snow" on the monitor. There was a tear in the video cable at the base of the handle going to the camera end. A back-up glidescope baton 3-4 was reportedly used. An unknown delay in the procedure was noted. No harm to patient or user was reported.